Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon used the 512b trocar and found the seal split. The case was completed using another instrument. There was no consequence to the pt.